Manufacturer narrative:
Evaluation summary. The stent returned off the delivery system balloon. Crimp impressions were visible along the balloon working. The distal tip was damaged. The distal shaft was kinked 20.3cm proximal to the distal tip. The hypotube was kinked 107.1cm distal to the strain relief. The stent was severely stretched and deformed. (B)(4).

Event description:
The physician intended to use a resolute integrity drug eluting stent and a launcher guide catheter to treat a severely tortuous, mildly calcified lesion with 50% stenosis in the rca. The lesion was not pre-dilated. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging for both the devices. There were no issues noted when removing both devices from the hoop/tray. The devices were inspected with no issues. The launcher was removed from packaging and prepped per IFU with no issues. Negative prep was performed on the resolute integrity device with no issues. The resolute integrity device did not pass through a previously deployed stent. Resistance was not encountered when advancing both devices. Excessive force was not used during delivery of both devices. It is reported that a parallel wire technique was attempted to deliver the stent device but it did not cross the lesion. When the stent was being removed, the device got caught on the launcher tip. An attempt was made to extract the device together with the guide catheter but the stent caught on a sheath tip in the brachial artery and dislodged. The stent was then removed with a snare. Post-dilation was not performed. The procedure ended without further treatment. Patient is alive with no injuries. It was reported that the physician suspected that some damage or deformation may have been present at the tip of the launcher. Regarding the stent dislodgment, the physician said he did not exert excessive force on the device and performed the procedure in a usual manner. The physician also indicated that the severe tortuosity of the rca lesion, a large aorta and poor guiding backup contributed to the failed delivery of the stent.